Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of reby2024 showed (B)(4) other similar product complaint(s) from this lot number. The complaints for this lot number reby2024) have been reported from the same facility in (B)(4).

Event description:
It was observed during catheterization that the end of guidewire failed to pass through the vascular sheath and the guidewire had split end after withdrawal on one patient; the outer layer of guidewire got loosened and delaminated when it was slides by hand. During inspection it was found that four consecutive units had split ends, three of which were discarded by head nurse, the last one of which also had split end when it was unpacked. This report addresses the first device.